Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 for a low blood glucose (bg) level of 34 mg/dl. The pump was removed from the customer and the customer drank juice. Reportedly, the customer's healthcare provider reduced the pump setting from 2 units/hour to 0.5 units/hour. It was noted that the customer would possibly be released on (B)(6) 2015. Multiple attempts were made by tandem&#38112;technical support to obtain additional information; however, no additional information was provided.